Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s916u1ues7ezci hardware: sm-s916u1 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that despite the pink deployment indicator showed that the cannula had been deployed, when the pod was removed the patient saw that the cannula was never properly inserted and was bent, and slight insulin leakage was observed. The patient reported that their glucose level was above 350 mg/dl. The pod was worn between 24 and 36 hours. As treatment, a new pod was placed and the patient's glucose level returned to normal.